Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose and insulin pump did not alarm. Caller requested assistance with entering alerts. Customer's blood glucose was 435 mg/dl. Caller was assisted with turning on "glucose alert limits". Caller declined troubleshooting for high blood glucose.